Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-62-improper storage conditions most likely underlying root cause: mlc-62-improper storage conditions test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for high control results. Customer called about control not coming in range. Ran control with customer and each control was out of range. The customer is concerned with control results obtained of 69 and 142mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported. The product is stored by customer according to specification in the bedroom. During the call on (B)(6) 2018, a back to back blood test was not performed. The test strip lot manufacturer's expiration date is 11/30/2018 and open vial date is approximately one week ago. The meter memory was not reviewed for previous test result history.

Event description:
Consumer reported complaint for high control results. Customer called about control not coming in range. Ran control with customer and each control was out of range. The customer is concerned with control results obtained of 69 and 142mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported. The product is stored by customer according to specification in the bedroom. During the call on (B)(6)2018, a back to back blood test was not performed. The test strip lot manufacturer's expiration date is 11/30/2018 and open vial date is approximately one week ago. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = t) internal report#: (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-59-improper storage conditions test strip UDI#: (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care. Correction: change made on the mllurc. Resend MDR with the new evaluation codes.